Event description:
It was reported at the initial band was implanted in 2010. The patient had received six or more fills. In the last two months, the patient had received a few fills, but there was no feeling of restriction. The surgeon decided to remove the band and after removing the band a leak was observed in the balloon. A new band was implanted with no patient consequence.

Manufacturer narrative:
(B)(4). Tear on fold lines components were returned as follows: the straight band with 30 cm of catheter and one-way valve, one syringe (volume 20 ml), 2x 39 cm green suture attached to the reinforcing band. Upon visual inspection, it was observed that blue color was inside of the balloon and catheter most like contrast media from fluoroscopic procedure. One side of the buckle from the band and the diamond indicator were returned cut. Four (4) fold lines were also observed on the balloon. Upon microscopic evaluation of the balloon, a tear was observed on the balloon. The tear was found on one of the fold lines. A leak test was performed on the balloon, with an unsuccessful result. Leak was found where the tear was observed. It is noted that balloon leakage is a recognized event associated with gastric banding. The final packaging lot was not communicated, therefore no review of the released document was conducted. Manufacturing practices were reviewed and it was noted that all devices are 100% leak tested prior to lot release.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Fold lines.